Manufacturer narrative:
The failure investigation has been completed and the alleged wake button and battery depletion issues were verified. No cartridge was received for investigation therefore no evaluation could be performed for the cartridge damage allegation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. Customer reverted to an alternate method of insulin therapy. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Lastly, it was reported that the pump battery was depleting quickly, resulting in the pump shutting off. There was no reported adverse impact to the customer's blood glucose level.